Event description:
It was reported the patient did not show up for their scheduled refill appointment. On (B)(6) 2014 the patient arrived at the clinic with an empty pump and left the clinic abruptly. The patient was asymptomatic and had oral medication and their urine was ¿clean.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l64776, implanted: (B)(6) 1999, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the device system was used to deliver bupivacaine, clonidine and hydromorphone. It was reported that the patient had an appointment on (B)(6) 2014 for a routine pump refill and missed the appointment. The patient called on (B)(6) 2014 and the pump was alarming. An appointment was made for (B)(6) 2014. The patient showed up one hour late to that appointment and was going to be seen but the patient couldn&#62752;wait. The health care provider (hcp) called the patient in follow up and it was noted 'decided if was going to have pump turned off patient never called the office back'. In terms of how the patient was doing, it was noted they were on oral medications from another hcp.